Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30, e216 (scope communication error) a e315(unsupported scope error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root causes of errors b30 and e315 could not be determined. Error b30 indicates a registry error when the hard deployment of the scope identification data failed mainly due to foreign matter and moisture attachment of the electric contact part. Error e315 indicates a non-target scope connection to be sent in the case of a connection of a non-target scope or a connection failure of a scope cable, such as semi-insertion. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.